Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg, 07p51-74, longford manufacturing site to alinity I processing module, 03r65-01, irving ia/cc manufacturing site. MDR number 3016438761-2024-00257 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported false positive alinity I total b-hcg result generated on the alinity I processing module for one patient. The initial b-hcg result was 135 miu/ml. The customer repeated the test twice and generated a result of < 2.68 miu/ml both times (reference range: < 5 miu/ml is negative). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 07p51-21/-31.

Event description:
The customer reported false positive alinity I total b-hcg result generated on the alinity I processing module for one patient. The initial b-hcg result was 135 miu/ml. The customer repeated the test twice and generated a result of < 2.68 miu/ml both times (reference range: < 5 miu/ml is negative). There was no impact to patient management reported.